Manufacturer narrative:
B3: date of event: the date of event is unknown. Boston scientific became aware of the event on 21 february 2021. Therefore a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that difficulty removing a stent occurred. A 3.50 x 16mm synergy megatron stent was advanced to the target lesion and once it was deployed, the stent was post dilated with the same stent balloon again with higher atmospheres. While removing the device, resistance was encountered. The delivery system was removed without complications and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable. It was further reported that a 6 fr guide catheter was used during the procedure. The stent was deployed and resistance was felt while over the wire after post dilation with the stent balloon. The stent balloon was used and inflated to 22 atmospheres for deployment and post dilation. Six to ten seconds were waited for balloon deflation before pulling back the device. The absence of contrast within the balloon was confirmed under fluoroscopy. The stent was successfully implanted and remained in the patient. No patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: the date of event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021.

Event description:
It was reported that difficulty removing a stent occurred. A 3.50 x 16mm synergy megatron stent was advanced to the target lesion and once it was deployed, the stent was post dilated with the same stent balloon again with higher atmospheres. While removing the device, resistance was encountered. The delivery system was removed without complications and the procedure was completed. No patient complications resulted in relation to this event and the patient was reported to be stable.